Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the spine clamp would not tighten when placed on the spinous process. It was reported that a second clamp was used to complete the procedure. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The spinous process clamp was returned to the manufacturer for analysis. Analysis found that the returned part was fully functional as designed. No fault was found. If information is provided in the future, a supplemental report will be issued.